Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported by the physician that the patient developed diplopia post procedure with an intellanav mifi oi catheter. It is unknown if any interventions occurred. The patient outcome is unknown.